Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation. This report is to follow up on medwatch #mw5114882.

Event description:
Procedure performed: robotic laparoscopy wedge resection. Event description: received medwatch #mw 5114882 from unknown reporter via email. Patient in the or (operating room) for robotic laparoscopy wedge resection and a foreign body was found within the patient's thoracic cavity. The object was removed from the patient and it was inspected. After inspection it was determined that the object was from within the valve of a 12 mm trocar in the patient's chest. The trocar was removed from the patient. Both pieces were examined and it appeared that all pieces of the trocar were removed from the patient and the sterile field. Type of intervention: the object was removed from the patient and it was inspected. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event of shield dislodgement. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. This report is to follow up on medwatch #mw5114882.

Event description:
Procedure performed: robotic laparoscopy wedge resection. Event description: received medwatch #mw 5114882 from unknown reporter via email. Patient in the or (operating room) for robotic laparoscopy wedge resection and a foreign body was found within the patient's thoracic cavity. The object was removed from the patient and it was inspected. After inspection it was determined that the object was from within the valve of a 12 mm trocar in the patient's chest. The trocar was removed from the patient. Both pieces were examined and it appeared that all pieces of the trocar were removed from the patient and the sterile field. Type of intervention: the object was removed from the patient and it was inspected. Patient status: all pieces of the trocar were removed from the patient and the sterile field.